Event description:
Surgery was a lumbar three-sacral one fusion-laminectomy-interbody fusion. Surgeon tried to insert bio avs unilif interbody implant when it broke. A multi-angle adjustment tool tip also broke during the procedure. Both items were from stryker and rep was on-site during the occurrence.